Manufacturer narrative:
(B)(4). The reported condition of "air detected" alarm was evaluated by the baxter field technician. Visual inspection was performed with no physical damage noted. All the necessary functional tests were performed as per baxter?s standard operating policies and procedures. The assignable cause was not determined. The technician could not reproduce the problem and no actions were taken. Because the complaint could not be confirmed, root cause could not be determined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem.

Manufacturer narrative:
(B)(4). The baxter field service technician made arrangements to go onsite to evaluate the device. As such, the device will not be returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient reported to baxter canada that there was an 'air detected' alarm. The process step is unknown; patient injury is unknown; medical intervention is unknown. The baxter field service technician made arrangements to go onsite to evaluate the device. As such, the device will not be returned for evaluation.